Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged microintroducer sheath is confirmed; however, the exact cause is unknown. One photograph of a microintroducer and groshong catheter was returned for evaluation. An initial visual observation of the second returned photograph showed a 4.5 fr microintroducer and a groshong catheter and its inlaid stylet inside a plastic bag. Use residues were observed along the products in the second returned photograph. The distal end of the microintroducer sheath appeared damaged with a protruding section of the distal end of the gray sheath. No further analysis of the microintroducer sheath deformation was observable in the returned photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported the introducer sheath exhibited bifurcation, preventing proper vascular implantation. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.